Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter hole was confirmed and the cause appeared to be use related. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The sample contained extensive usage residue from the luer hub through the 7 cm depth marking. Slight yellow discoloration of the catheter tubing was also seen from the molded joint through the same area (7 cm depth marking). Gross visual evaluation of the sample confirmed the presence of two small (3 mm and 4 mm) longitudinally-aligned splits in the catheter tubing which were both between the 7 cm and 8 cm depth markings. They were positioned such that they were approximately circumferentially 180° apart from each other. Microscopic examination of the splits showed that the lines were finely, and cleanly, formed and were slightly tapered outwards which suggested that the damage had been initiated from outside the catheter surface. Further examination revealed linear surface imprints near the split sites. The characteristics of the damage, and location to the insertion site, made it likely that the damage had occurred due to contact with either a sharp-edged object or was caused by contact with a non-compatible catheter securement device. Examination of the catheter structure revealed no potential damage/defect related to the manufacture of the device.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reas1061 showed one other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that a PICC was placed (B)(6) 2016. Facility reported that the PICC later developed a hole between the 7 ¿ 8cm marking. The PICC was removed and no patient injury reported.